Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, pump would become hot to touch while charging and customer could not place pump against the skin. Customer suspected insulin may have been heated as blood glucose (bg) elevated (300-400 mg/dl). Tandem technical support reviewed pump data. No temperature alarms were found and pump temperature was found to be within operating range. Customer acknowledged the information.